Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) result obtained on a patient's urine sample. A siemens customer service engineer (cse) was dispatched to the customer site and observed gel in the aliquot probe and aliquot drain. The cse replaced the aliquot probe, aliquot drain, and sample 2 (s2) probe. Based on the information provided, the instrument health report (ihr) showed that the customer experienced aliquot probe clog detect errors, aliquot probe short sample errors, aliquot probe insufficient sample errors leading up to the event, and a clog detect error approximately 30 minutes prior to the discordant sample being aliquoted. When placing short fill samples on the instrument, there is a potential for the aliquot probe to aspirate gel from the tubes which can cause the probe and drain to clog with gel which is not easily rinsed by the systems normal wash procedures. Quality control (qc) was in range and there were no other similar discordant results observed by the customer. A review of the result, calculation and photometer data, showed consistent reagent additions and blank readings when compared to the repeated results. This isolates the differences to the sample addition step since there is no second reagent addition. When reviewing the data from the other dimension vista 1500 (sn: (B)(4)) instrument, the photometer reads match much better with the two repeats on the original dimension vista 1500 (sn:(B)(4)) versus the initial run. Based on this investigation, the cause for the discordant, falsely low non reproduced urinary/cerebrospinal fluid protein (ucfp) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low urinary/cerebrospinal fluid protein (ucfp) result was obtained on a patient's urine sample on a dimension vista 1500 instrument. The discordant ucfp result was reported to the physician(s). Per the laboratory's protocol, when a physician orders an electrophoresis, it is ordered twice for the same patient under two different sample identification numbers. Due to the initial low result compared to a higher result from the physician(s) second order, the customer repeated both samples on the original and alternate dimension vista 1500 instruments. The repeat result from original dimension vista 1500 instrument was reported as the corrected result. The initial result for the physician(s) second order run on the alternate dimension vista 1500 instrument. Was reported as the correct the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ucfp result.